Event description:
Additional information received reported troubleshooting included adjustments of stimulation being made regularly since the surgery on (B)(6) 2015. Two settings were now available, one improves mobility but worsened speech and the other improves speech but reduces mobility. It had not been possible to improve speech and mobility on just one setting. It was unclear whether implant was (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that after his last visit with his health care provider (hcp), the implantable neurostimulator (ins) helped that patient's speech but not his mobility. The hcp told the patient to switch between groups a and b but that patient has not seen any improvement to his mobility. Additional information has been requested regarding the intervention and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.